Manufacturer narrative:
It was reported that during sewing in the valve, bleeding at the anulus occurred from annular dehiscence; the bleeding was noted after the patient was taken off of bypass. Also reported that there was a delay that resulted in extended ischemia. The investigation found that the valve was intact and contained no anomalies when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that the cause of the reported patient effect of bleeding was believed to be from extended decalcification. However, the exact cause of reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the valve was removed to seal and repair the cut. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 25mm epic valve was selected for implant. During sewing in the valve, bleeding at the anulus occurred from annular dehiscence. The bleeding was noted after the patient was taken off of bypass. The physician believes this if from extended decalcification. To seal and repair the cut, the valve was removed. After repairing with pericardial patches, the 25mm epic valve did not fit and a 23 non-abbott valve was chosen. The healthcare professional doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure, but there was a delay that resulted in extended ischemia. The patient is doing well. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.